Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3986a, lot# n202582, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the patient could not get the box to work. It was noted that the patient could not tell if it was high or low. It was noted that the patient was not feeling stimulation. It was noted that the upper limit was reached and the patient was not able to go above 5.0 volts. It was noted that for the past month the patient had felt no stimulation. It was noted that the patient could not feel stimulation at the current setting and only had one group programmed on the device. Additional information received reported that there was a loss of therapeutic effect. It was noted that it was not working. It was noted that they could interrogate with no issues and the battery voltage was good. It was noted that the patient did not have a managing physician. Additional information received reported that the lead looked like it was fine. It was noted that electrode impedances were ranged from 1200 to 2000 ohms. It was noted that the therapy impedance was 5.0v, 50 hertz, 90 microseconds, at 554 ohms and 8.886 milliamps of current. It was noted that all electrodes were active. It was noted that the manufacturer representative would not reprogram because the patient had implant for motor cortex. It was noted that the patient was in extreme pain on the left side. It was noted that last week the patient went to the emergency room because of this. It was noted that the stimulator used to help tremendously but now it did not seem to be helping. It was noted that the patient did not feel stimulation. It was noted that the patient did not notice any stimulation related side effects. It was noted that the symptoms had been returning over the past two months. It was noted that the patient thought that they would need to go back to the emergency room because of the pain. It was noted that there was no report of pocket stimulation or paresthesias. It was noted that there was just increased pain of the left side. It was noted that the patient stated to feel pain following a knee surgery two months ago and since then it had been a downhill slide. It was noted that further troubleshooting determined that the patient¿s implant was off. It was noted that they were unsure when the device was last on. It was noted that they decided to turn the implant back on and see if the symptoms resolve.